Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen wasn't working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when they perform a touchscreen calibration and power the device off and back on, the touchscreen calibration is off and the touchscreen won't function properly. The rse advised the customer the replace the touchscreen and provided the part information. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.